Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky. Insulin pump was making loud or unusual grinding noise when priming and rewinding and had been required to prime and rewind more than once. Customer stated that the insulin pump had unexplained no delivery alarms. Insulin squirted from infusion set when priming. Insulin pump had crack on the top of it. Insulin pump had rejected brand new battery and battery life was diminished. No harm requiring medical intervention was reported. The device will not be returned for analysis.